Event description:
During a ptca treatment the viva balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in a lad coronary artery. The pt was asymptomatic during this event. The viva balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.